Manufacturer narrative:
The reported event of unspecified capture issue was not confirmed. A complete lead with two stylets and an implant tool was returned in one piece for analysis. Electrical testing, visual and x-ray examinations were normal with no anomalies found.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead was experiencing unspecified capture issue. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2023. The patient's condition was stable.